Event description:
Covidien received information stating that the patient was being cleaned out and was rolled side by side. The nurse saw a drop in tidal volume. The respiratory therapist (rt) noticed there was a disconnect at the patient wye.

Manufacturer narrative:
(B)(4). Covidien inspected the device and unit worked according to covidien specification.